Manufacturer narrative:
Title: early drain removal regardless of drain fluid amylase level might reduce risk of postoperative pancreatic fistula source: anticancer research 41: 403-408 (2021) accepted december 4, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source, a study was performed between 2015 and 2020 on 108 patients who underwent distal pancreatectomy, where the effect of removing the drain on post-op day 3 and post-operative pancreatic fistula development were examined. Blood loss of more than 500 cc was reported and a total of 8 patients required blood transfusion. Five patients had clinically relevant post operative fistula (3 from post operative day 1 and 2 from post operative day 3). One patient from post-op day 1 required drainage tube replacement due to turbid fluid and the other 2 became clinically significant after discharge so readmission was required. Administration of antibiotics and somatostatin analogs cured the fistula without surgical drainage. Meanwhile, two patients with post op fistula in the post operative day 3 group required drainage tube replacement because of turbid drain fluid. Article: (hiromichi kawaida, hiroshi kono, hidetake amemiya, naohiro hosomura, yudai higuchi, takashi nakayama, isamu tsukahara, ryo saito, naoki ashizawa, yuuki nakata, katsutoshi shoda, hiroki shimizu, shinji furuya, hidenori akaike, yoshihiko kawaguchi, makoto sudo, jun itakura, hideki fujii and daisuke ichikawa), (2021), (early drain removal regardless of drain fluid amylase level might reduce risk of postoperative pancreatic fistula).